Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in an unspecified location. Additionally, it was reported that the cartridge connection disconnected. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose (bg) level ranged from 373 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A manual insulin injection was used to address bg.